Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 during a tubing replacement, the patient was diagnosed with a buried bumper. After a lot of traction with needle sphincterotome, the bumper was removed. It was unclear if the peg tube remained implanted or if it was removed. A nasoduodenal tube was placed for two weeks for the abdominal wall to heal. On (B)(6) 2022, the patient was discharged home. An exploratory endoscopy is scheduled to check the status of the mucosa.